Event description:
An hcp from (B)(6) stated customer ran a blood glucose test on the contour next usb meter and received a reading of 9.3mmol/l. She felt like her blood glucose was low and retested on a different meter. The reading was 3.9mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.there was no evidence of an adverse event. It was asked that the test strips be returned for evaluation.only meter information was provided.

Manufacturer narrative:
Initial reporter phone number was not provided.